Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that macro needle holder, 5 mm, 26173kaf namely something around the branches fell apart during the procedure and scattered in the operating field - all the remains of the instrument were pulled out from the patient. X-rays were used to check that everything had been removed from the patient. There was a 30 minutes prolongation of surgery. No information about patient injury reported. Due to x-rays being taken, a report is required.